Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 167 mg/dl.